Manufacturer narrative:
The device was inspected on-site, where the reported issue was confirmed. During troubleshooting, the expiratory cassette was replaced. It was also determined that the inspiratory pressure transducer printed circuit board (pcb) was faulty, and it was therefore replaced as well. After the replacements, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirm the reported issue with the failed pressure transducer test. The inspiratory pressure transducer measures pressure in the inspiratory channel. Pressure is transmitted via a tube to the transducer pcb, where it is measured relative to ambient pressure. The resulting signal is proportional to the actual pressure, providing a linear measurement. The replaced pressure transducer pcb was returned for further investigation. A visual inspection of the returned pressure transducer pcb revealed no abnormalities. The pcb was then installed in a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. After passing, ventilation was performed successfully for 24 hours without generating any alarms or errors. After ventilation, several additional pre-use checks were conducted, all of which were passed. In conclusion, the device failed to meet its specifications during the reported event. Further analysis of the replaced pressure transducer pcb did not reproduce the issue. Therefore, it cannot be confirmed whether the pressure transducer pcb was faulty, and no definitive cause for the failure can be determined at this time.

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).